Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high blood glucose of 425 mg/dl. The current blood glucose was 143 mg/dl. Customer treated high blood glucose with shots of insulin injections. Customer declined troubleshooting for the high blood glucose. Customer reports the infusion set cannula was bent. Customer advised to return the infusion set. The insulin pump will not be returned for analysis.